Event description:
It was reported that an asymptomatic patient presented via merlin.net; the pulse generator was in backup vvi. The patient was brought into the clinic. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.